Manufacturer narrative:
(B)(4). Additional information requested and received: was the cartridge reloads n the sterile pkg when the foreign matter was seen?...no. If no: explain where the foreign matter was found¿. Additional information was reported from the sales rep; the instrument pce45a was used. Pce45a was fired several times at the procedure. It was functioned and fired properly. The 1mm orange plastics piece was found inside the patient and it was retrieved from the patient. It is unknown at which firing the reported ecr45d was used. The cartridge colors except ecr45d are unknown.

Manufacturer narrative:
(B)(4). Batch # n5597x. The analysis found that one pce45a device was returned with no apparent damage and with two cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no foreign matter was found or noted in the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the cartridge reloads n the sterile pkg when the foreign matter was seen, if no: explain where the foreign matter was found; pce45a was used with the device. It was unknown whether the other cartridge was used. A foreign matter was about 1mm orange plastic piece and it was found inside the patient body. The foreign matter was removed from the patient under laparoscopy. The pce45a was fired without any problem and no effect on the patient. Only one piece was found inside the patient body. As no other plastic equipment was used at the operation, the hospital wants to know whether the fallen piece was from the cartridge or not.

Event description:
It was reported that during a laparoscopic pneumonectomy, a foreign matter which was looked like a piece of a cartridge was found. Another device was used to complete the case. There were no adverse consequences to the patient.